Event description:
It has been reported that a male pt (age unknown) underwent therapeutic band ligation for the treatment of an esophageal varix by use of a speedband multiple band ligator device. It was reported that the target varix was suctioned into the housing of the ligating unit and the physician rotated the handle, however the band did to deploy as intended. The physician removed the gastroscope with the ligating unit from the pt and the procedure was successfully completed using an alternate multiple band ligating device. It was also reported that the pt suffered no complications as a result of this event and was permitted to go home following the procedure.

Manufacturer narrative:
Information supplied was completed by the MFR based on info obtained from the user facility. This device has not been received by the MFR; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the event.